Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the similar us list number, the international list number is unknown. (B)(4). Gastro intestinal perforation and pneumoperitoneum are known complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient went to the emergency room due to abdominal pain. It was found that during the tubing placement, the scope punctured a hole in the stomach which caused air to slowly leak into the stomach. The patient's pegj tubing was removed and stoma site was closed. It was reported that the patient is still hospitalized.